Event description:
Caller reported patient experienced blood glucose level of 600 mg/dl; went to the hospital and was treated with an insulin drip and fluids. Caller stated patient noticed the sticking plaster was wet and the needle was bent; changed the infusion set. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.